Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU) and patient manual include a reference guide for visual alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries available at all time. The steps for exchange of batteries are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. The devices have been returned, and are being analyzed as part of the event.: serial # (B)(4), catalog #: 1650de, exp.date:02/28/2017, mfg. Date: 02/28/2016. Devices have not been received.

Event description:
It was reported that the patient's batteries switch from one to the other earlier than expected. The units were replaced. There was no impact to the patient.

Manufacturer narrative:
Additional device for this event.: serial # (B)(4). UDI#:(B)(4). Correction: mfg. Date:02/29/2016. FDA codes: method code: visual inspection, analysis of data log(s), interoperability evaluation, actual device evaluated. Results code: no failure detected. Conclusion code: no failure detected, device operated within specification. Two batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. The reported event could not be confirmed since log file analysis did not reveal any anomalies during the analyzed period. Analysis revealed that the devices passed visual examination and functional testing. The reported event could not be duplicated at the bench level.   The reported event could not be confirmed during testing. Log file analysis did not reveal premature power switching events involving the returned batteries. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Additional information states that the switching happens when changing the position of the controller. When the controller was exchanged, it still happens occasionally. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.